Event description:
It was reported, one of the screws, the ap posterior screw missed a hole in one of the nails. Surgeon left it in there.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.